Manufacturer narrative:
The insulin pump was received intermittent button response due to flattened and creased up button dome switch. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the buttons on the insulin pump was not responsive. The customer's blood glucose was unknown at the time of incident. The customer's father stated that the esc button was not responsive while they were changing insulin. The customer's father also stated that the esc and down button would work intermittently. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.